Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# fg-5400-00k serial# (B)(4)).

Event description:
It was reported that a (B)(6) male patient with brugada syndrome underwent a re-ablation procedure for ventricular tachycardia with a navistar rmt thermocool electrophysiology catheter and suffered a pleural effusion. During re-ablation, an epicardial approach was used. One day post-procedure, pleural inflammation was confirmed via chest x-ray. There is no information regarding any intervention. Patient required 4 days of hospitalization. Medical history includes brugada syndrome, which is a genetic disorder characterized by abnormal electrocardiograms and increased risk of sudden cardiac death. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. A transseptal puncture was performed and a st. Jude medical 8.5 french sheath used was. There were no errors reported on any biosense webster equipment during the procedure. There is no information regarding generator parameters, overall ablation time, last ablation cycle time, irrigated catheter flow setting, or anticoagulation during the procedure.

Manufacturer narrative:
Additional information was received on (B)(6) 2016. The patient developed pleurisy. The event was severe. The patient received medical treatment however exact treatment is unknown at this time. The patient recovered on (B)(6) 2015. The physician¿s opinion on the cause of the adverse event is that this is procedure related and not related to the biosense webster inc products. Manufacturer's ref. No: (B)(4).